Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he evaluated the device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was placed back into service for use. The device was not returned to physio-control for evaluation. Based on the available information, the following is the likely cause of the reported event: the likely cause of the reported issue has been determined to be due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that after delivering one (1) shock to the patient that their device's display went blank, while the led's on the main keypad remained lit. Medical personnel had advised the biomed that the device's display remained blank until they removed and reinstalled both batteries, after which the device powered on and proper operation was observed. The reported device behavior is indicative of a device lockup condition that could delay or prevent defibrillation. The customer advised that the patient had an implantable cardioverter-defibrillator (ICD). Medical personnel had reported that the implantable ICD shocked the patient during the event, but could not recall how many times. A backup device was obtained and used to continue patient care. The customer advised that the patient survived the event and that no further information about the patient was available. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that after delivering one (1) shock to the patient that their device's display went blank, while the led's on the main keypad remained lit. Medical personnel had advised the biomed that the device's display remained blank until they removed and reinstalled both batteries, after which the device powered on and proper operation was observed. The reported device behavior is indicative of a device lockup condition that could delay or prevent defibrillation. The customer advised that the patient had an implantable cardioverter-defibrillator (ICD). Medical personnel had reported that the implantable ICD shocked the patient during the event, but could not recall how many times. A backup device was obtained and used to continue patient care. The customer advised that the patient survived the event and that no further information about the patient was available. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-12/28/2018-001-c).